Event description:
The customer reported to olympus there was an image problem with their visera pro video system center. The issue was found during preparation for use for a therapeutic liver cyst resection surgery, which was completed using a similar device. The patient was not anesthetized at the time of the malfunction. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no fault and the red/green/blue filter was normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.